Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited loss of capture, loss of sensing and high pacing impedance in bipolar configuration. In unipolar configuration, sensing showed noise with isometrics; a lead fracture was suspected. The non-dependent patient complained feeling more tired than usual. During pre-procedure, x-ray revealed lead damage near clavicle bone; the physician suspected the lead issues were due to the clavicle crush. The lead was capped and replaced on (B)(6) 2016. There were no complications during the procedure and the patient was doing very well post procedure.